Manufacturer narrative:
Upon investigation of the actual device used in this incident, the assessment concluded that the problem has not reoccurred. The field service engineer contacted the customer to follow up on the reported issue, and the customer confirmed that the issue has not reoccurred. As a result, the complaint file has been closed. The system functioned as intended after the field service engineer checked the device.

Event description:
It was reported when using the pyxis medstation es system, whole row of cubie encountered a failure. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.